Event description:
It was reported the patient experienced a loss of bladder control and constant urination following a fall. The patient questioned the possibility of a lead having come loose. Adjusting stimulation worked a little, but resulted in a shock. Stimulation was confirmed on. The patient did not normally feel stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v534977, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).